Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was overnight hospitalized due to hyperglycemia and high ketones. High blood glucose level was 451 mg/dl and treated by insulin pump and infusion IV/drip. No further information was available.